Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with injection vancotroy (2 grams, stat) and gentamycin intraperitoneally (20 mg once daily for 21 days) for the peritonitis. At the time of this report, the patient was recovering from peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(6).this is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.